Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the 26 fr. Outer sheath, abs that the ceramic head is. It is unknown when the event occurred. The event occurred during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The following reportable malfunctions were identified during the device evaluation: the ceramic tip was broken off based on the results of the investigation, it is likely the following led to the malfunction: component failure due to stress problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.